Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The head nurse of the pediatrics department reported that during the puncture process, it was found that the catheter had bifurcated, resulting in a failed puncture. The number of catheters affected was 1. The sample can be returned. Photographs can be provided. A green claim settlement is required. A complaint response letter is required. A complaint acceptance letter is required.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed the needle had pierced through the catheter near the tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. As the sample was used, the defect could have happened during product application, or when the product was manipulated. Current control includes an in-process inspection in place to check for needles that have pierced through the catheter.